Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected field: b5, h6-medical device problem code. The device was returned to olympus for inspection, and the reported failure error code 311 was not confirmed and cannot perform white balance was confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction scope error code (e311) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the cannot perform white balance and purple image was due to broken charged coupled device. The most probable cause of the green image was due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had not performed white balance.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope, exhibit error code 311 during an esophagojejunostomy procedure completed with an olympus back up device. There was no patient harm.